Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon device check, it was noted the right ventricular lead exhibited noise that resulted in several episodes of high ventricular rates. The noise was reproducible with isometric exercises. The physician chose to monitor the lead at this time, and no intervention was performed. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2020-03367. Additional information received noted the patient presented for a right ventricular (rv) lead revision. During procedure, the physician was taking the right atrial (ra) lead out of the header when it was noticed the lead had an insulation breach upon visual inspection. A decision was made to also replace the ra lead. Both rv and ra leads were capped and replaced on (B)(6) 2020. The patient tolerated the procedure well.

Event description:
Additional information received noted that the patient presented remotely via merlin.net. Upon investigation, the right ventricular lead exhibited lead noise and decreased impedance. Isometric exercises were unable to reproduce the noise. The device was reprogrammed. The patient was stable.